Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that a revision po had to be performed due to abscess with abc 2 screw component. Concomitant medical products: fj934t / abc self-locking cervical screw 4.0x18mm; fj750t / abc cervical plate 4 hole ta 24mm.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the defective screws and the plate. At the screws and two holes in the plate, we found wear marks, caused by relative movements between screw head and plate. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably usage related. Rational: without further knowledge about the circumstances we assume that the screws were not applied/tightened properly. The wear marks on both defective screws are clear hints for relative movement between screw and plate. This can go so far that the edge of the slot hole of the plate can abrade petals. No CAPA is necessary.